Manufacturer narrative:
The device (referenced in this report) was not returned to olympus terumo biomaterials corp. For evaluation,the causes of the adverse event has not been specified. The osferion bone void filler package insert status in the warning and precaution section: (1)portion of osferion that is dropped into for example, soft tissue or articular space should be removed as soon as possible by using tweezers, suction, or other means. This report is being submitted as a medical device report is an abundance of caution.

Event description:
In oblique lateral interbody fusion (olif) at the first to fourth lumbar vertebrae, it was found before wound closure that the cage containing this product placed between the second and third lumbar vertebrae was inserted into the spinal canal. Then, the cage was extracted. At the time of extraction, it was found that the amount of this product contained in the cage was decreased, suggesting the possibility that some part of this product remained in the spinal canal. (The product lot number could not be identified, but the number of lot used to the patient could be identified. This is a report of that lot.) On the following day, the patient's nervous symptoms worsened. The postoperative x-ray photography suggested that some part of this product remaining in the spinal canal probably interfered with the spinal cord causing the paralysis. The symptoms calmed down thereafter. Posterior spinal fusion was performed one week after the surgery, but since the symptoms appeared thereafter, decompression surgery was performed on the day after the posterior spinal fusion. After the decompression surgery, the symptoms calmed down. Comments from the surgeon: the cause of deviation in cage insertion might be the deviation of navigation used concomitantly on inserting the cage to another level.